Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
"The reported observation of ¿unable to connect to his generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained. No programmer logs were sent from the date of the event. Even though the patient reported not having any unrelated procedures, the service app condition is consistent with the use of surgical devices that may have an effect on the operatoin of the ipg: per the clinicians manual: per clinicians manual arten600266417 - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure."